Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm. It was reported approximately post stent graft implantation, the patient has seen a different physician than the physician that implanted the stent graft. It was reported to medtronic via an annual report ide# g990024/s15 that one patient received a talent proximal cuff to correct a distal migration, with a type I endoleak. The cause of the migration was not reported within the annual report. The patient was treated with a talent aortic cuff and the endoleak was resolved. No additional clinical sequelae have been reported.

Manufacturer narrative:
Results, conclusion: lack of detailed info provided through the annual report.